Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a left common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device deployed successfully. Reportedly, with the second proglide device, there was resistance inserting the guide wire through the guide wire exit port. The suture of another proglide was successfully preplaced. After the tavi procedure, hemostasis was achieved with the two successfully pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: proglide (x1) removed. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: the left common femoral artery access site was mildly calcified and moderately tortuous. Reportedly, there was resistance inserting the guide wire through the guide wire exit port on the first proglide device, not the second proglide device. No additional information was provided.